Event description:
The extra "hook" was in fact a 3 hook, 3 hole sling attached harness. What had happened was that the caregivers modified the 3 hook, 3 hole sling attachment to a 2 hole sling attachment, thereby creating the "extra hook" scenario. Staff counselled not to modify equipment, use only a 3 hook, 3 hole harness or only a 2 hook, 2 hole harness. No mixing and matching.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-93. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.